Event description:
It was reported that the pump exhibited syringe flange not in place alarm. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection the top case was cracked. A review of the event history log identified flange not in place alarm in the history. Functional testing was performed and flange not in place alarm was found when setting up for flow test. The root cause of the issue was a result of the customer's physical damage to the device. Replaced ear clip, and also the opto coupler as a preventative measure. Performed preventative maintenance and all functional testing which passed.